Manufacturer narrative:
(B)(4). The reporter corrected the occurrence date during follow up. The device was received for evaluation; however, it was contaminated and unable to be evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set had a leak through the rubber where the medication is added. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.